Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21175758.

Event description:
It was reported that the patient experienced tingling all over the body even when the stimulator was off and experienced overstimulation. Persistent pocket and incision site discomfort was also reported. All components were explanted and discarded per hospital policy.